Manufacturer narrative:
The physician did not express his complaint clearly in relation to the lens. But the physician thought that the event occurred regarding the difference between the new calculation system and the old calculation system which naturally occurred due to angular difference of posterior surface astigmatism calculation and changes in the lens model. That situation resulted in a lens position change. Only the right eye was operated. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that a patient presented residual astigmatism after an intraocular lens (iol) implant on his right eye due to iol calculator. Patient astigmatism increased from 1.5 to 2.5. He stated that there were deviations regarding residual astigmatism and targeted vertical axis(k2). The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
Analysis: the description of the complaint in the telephone contact report (page 16) that indicates the patients astigmatism increased from 1.5 to 2.5 diopters is not supported by the data provided. The patients spectacle prescription shows the right eye has -1.00 d cylinder. None of the data sheets provided indicate pre-operative astigmatism of 2.50 d, rather 2.99 to 3.25 d. I believe a more accurate description is that the patients astigmatism was reduced from ~3.0 diopters to 1.0 diopter, and the doctor is questioning the residual 1.0 diopter refractive astigmatism. The toric iol calculator calculations have been verified as correct. The toric iol calculators functioned as expected. The two toric iol calculators are expected to provide different results since the competitor's toric calculator includes a theoretical effect of posterior corneal astigmatism that is not considered in by the manufacturer's toric iol calculator the raw data provided is inconsistent and confounding which makes the analysis difficult. A. The actual data entered for a 27.0 d (page 2) is not readable. B. Multiple keratometry readings (from calculator inputs, biometry printouts, etc). C. The surgically induced astigmatism is different (0.25 d vs. 0.50 d) for the competitor's and manufacturer's (page 3 and page 4). While a residual of 1.0 diopter is not an optimal outcome (refractive target was 0.00 d from page 1), this is not an unanticipated outcome. The surgical incision near the steep meridian would be expected to reduce the anterior corneal astigmatism by approximately the amount of surgically induced astigmatism (0.25 d or 0.50 d); however, keratometry data indicates the anterior corneal astigmatism increased from 3.50 @ 25 to (page 9) indicates 3.50 @ 15 (page 15 and page 9). Theoretically, the spectacle refraction difference between two lenses would be ~0.50 diopter, and rotating these lenses by the 5 degree difference in the barrett vs. Manufacturer's toric iol calculations would change the refraction by ~0.40 diopters; the effect of rotating either the t5 or t6 toric iol 8 degrees (using www.astigmatism fix.com) would theoretically result in a small reduction of refractive astigmatism from 1.00 d to ~0.60 d. Conclusion: the surgeon appears to be questioning the patients 1.00 residual astigmatism not that the astigmatism increased from 1.5 to 2.5 diopters. Tor toric iol calculators functioned as expected. Rotating the toric iol may provide a small improvement in residual astigmatism; however, it is not possible to determine if the refractive error resulted from the toric iol calculator, or other factors such as variability in biometry readings, surgical procedure, or patient pathology. The manufacturer internal reference number is: (B)(4).